Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-00130. Additional information was received which indicated the patient's 3262 model lead was not explanted as previously reported. The explanted lead was actually the patient's 3189 model lead.